Manufacturer narrative:
Investigation summary: it was reported that fluid has leaked past the rubber stopper into the syringe barrel. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a white solution in it. There is white solution between the rubber stopper ribs and over the rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 0079837. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage past the stopper. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "fluid leaked past the rubber stopper into the syringe barrel."

Manufacturer narrative:
Investigation summary: it was reported that fluid has leaked past the rubber stopper into the syringe barrel. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a white solution in it. There is white solution between the rubber stopper ribs and over the rubber stopper. No other defects or imperfections were observed.a device history record review was completed for provided material number 309653, lot number 0079837. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage past the stopper. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "fluid leaked past the rubber stopper into the syringe barrel."